Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. (Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the user was unable to infuse the water into the catheter to inflate the balloon. The complainant alleged that the user felt the water pushing back towards the plunger side of the syringe while attempting to inject water into the catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the user was unable to infuse the water into the catheter to inflate the balloon. The complainant alleged that the user felt the water pushing back towards the plunger side of the syringe while attempting to inject water into the catheter.